Event description:
Material#: 2420-0500 batch number#: 23093259 it was reported by customer that on routine vital during IV infusion 2 bags (50ml and 100ml) were found to be empty. Tubing was traced back, patient IV site inspected, and no issues found. IV tubing was found to have hole (?) In tubing at distal end of pump. Moderate amount of fluid on floor beside patient verbatim#: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2023-11-30. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient.. Ahs optional report to cmdsnet (health canada): yes. Incident details: on routine vital during IV infusion 2 bags (50ml and 100ml) were found to be empty. Tubing was traced back, patient IV site inspected and no issues found. IV tubing was found to have hole (?) In tubing at distal end of pump. Moderate amount of fluid on floor beside patient. Impact of incident: patient did not receive IV infusion as per orders. Device information. Device name/description: set alaris pump primary 20 drop 2y with check valve smartsite 116 inch pv 18ml. Manufacturer: carefusion. Manufacturer code/model: 2420-0500. Serial or lot number: (B)(6). Expiry date: unknown. Supplier catalogue number: al2420-0500. Is device retained: yes. Number of devices: (B)(4). Customer reply: the leak was during the infusion as noted below.

Manufacturer narrative:
It was reported by customer that the IV tubing was found to have hole tubing at distal end of pump. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0500 lot number 23093259 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2023-11-30 type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes incident details: on routine vital during IV infusion 2 bags (50ml and 100ml) were found to be empty. Tubing was traced back, patient IV site inspected and no issues found. IV tubing was found to have hole (?) In tubing at distal end of pump. Moderate amount of fluid on floor beside patient impact of incident: patient did not receive IV infusion as per orders device information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.